Event description:
It was reported that during an unspecified angioplasty procedure, a partial deflation occurred. The lesion was located in an unspecified iliac artery, however, the percent of the stenosis of the lesion, degree of calcification, and vessel tortuosity are unknown. The sterling 8.0mm x 40mm balloon catheter was advanced to the lesion and inflated without difficulty with niapan 50/50 contrast to unspecified atms. It was not known how many inflations were made nor to what atms the balloon reached on each inflation. Upon attempting to deflate the balloon, the balloon partially deflated and was unable to be removed through an unspecified sheath. Following removal of the sheath, the physician was able to remove the balloon catheter intact. It was not known how the procedure was completed. The patient's status is reported as "stable".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.